Manufacturer narrative:
Concomitant medical products: enlw1610c124e.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.4 cm abdominal aortic aneurysm. It was noted that there was 40% circumferential diffused calcium at the proximal seal zone. Approx 6 heli-fx endoanchors were implanted at index out of a concern for late failure. It was reported that the patient had a myocardial infarction the same day after implant, which included chest pain and a positive troponin test. The patient was hospitalized to perform a cardiac catheter procedure. However, the patient declined the procedure and left against medical advice. It was reported that the event resolved and the patient recovered with treatment. The physician/investigator assessed the cause to be related to the implant procedure. No additional clinical sequelae were reported.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.